Event description:
It was reported that during a robotic laparoscopic right radical nephrectomy procedure, the arm cart assembly 2 (aca 2) stopped working and a red alarm appeared ¿arm 2: danger arm error. If instrument inserted, use mechanical release to withdraw. If no instrument, unplug and replug arm.¿ the same issue occurred two more times during the operation. Each time, the team unplugged and replugged the arm, which then successfully recalibrated. There was a 15¿20-minute delay. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates that a field service engineer (fse) went on-site and tried performing the joint position sensor (jps) brooming script twice on robotic arm joint 2 (ra_j2) of the aca to resolve the issue, however both times the aca did not go through the full calibration process and stopped after approximately ten seconds. The robotic arm setup arm (rasa) of the aca was replaced to resolve the issue. Evaluation of the device data indicates occurrence of an error code ¿sra (subsystem robotic assembly) validation - redundant position sensing check¿ which indicates that the there was a mismatch between the position readings of the primary and secondary at ra_j2. However, the error was persistent and occurred twice. The error code displays the following error message: "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.